Manufacturer narrative:
A system checkout was performed. The system passed all testing and performed as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site's imaging system was unable to clear the door open message, even though the gantry appeared closed. There was no patient involved.